Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following fields: h6. Correction on field h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image and intermittent image occurred due to printed circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that before an unspecified procedure during preparation for use, the evis exera iii video system center had no image. There was no patient harm reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image due to faulty patient board set. Additional evaluation findings are as follows: heavy corrosion on bottom chassis, worn out video connector, and old software version. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Three attempts were performed to obtain additional information, but no response was received from the customer.